Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured; analyzed full lead in segments. There was blood/body fluid on all conductors.

Event description:
It was reported the right atrial lead had high/low impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.